Event description:
A customer reported no low glucose alarm while wearing the adc freestyle libre 2 sensor using librelink, which after further troubleshooting, was due to the alarm not being activated. As a result, on (B)(6)2020, the customer was not able to eat, drink, react, or treat themselves. The customer's wife administered an injection of glucagon and called emergency services. A blood glucose of 54 mg/dl was then obtained on an unspecified meter. No further medical treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no issues were observed with the returned sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in sensor state 5 (indicating normal termination). Visually inspected the plug assembly and no issues were observed. A linearity test was performed. Low and high glucose alarms were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to (B)(6)

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported no low glucose alarm while wearing the adc freestyle libre 2 sensor using librelink, which after further troubleshooting, was due to the alarm not being activated. As a result, on (B)(6) 2020, the customer was not able to eat, drink, react, or treat themselves. The customer's wife administered an injection of glucagon and called emergency services. A blood glucose of 54 mg/dl was then obtained on an unspecified meter. No further medical treatment was reported. There was no report of death or permanent injury associated with this event.